Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an upward trending of thresholds since implant and the physician also said the rv threshold was high. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.